Event description:
As reported through the compassion clinical trial, four years post transcatheter pulmonic valve replacement, narrowing and thickening of the valvular annulus was noted. Moderate to severe pulmonic regurgitation was also noted.

Manufacturer narrative:
After the initial report, the medical reports pertaining to the event were obtained. Per the discharge summary, the patient was found to have recurrent stenosis of the right ventricular outflow tract (rvot). A balloon valvuloplasty was performed, which reduced the valve gradient from 55 mmhg to 28 mmhg. A transthoracic echocardiogram confirmed the reported narrowing and thickening of the valvular annulus, causing moderate to severe pulmonic regurgitation with a mean gradient of 18 mmhg. Per the echo report, the regurgitant jet was broad-based and filled the entire rvot. There was a known fracture of the pulmonary conduit stent. Per the discharge summary, the patient was described as doing well clinically. His exercise tolerance was good. Following the valvuloplasty, there was no evidence of recurrence of pulmonic stenosis. However, there was concern over pulmonary hypertension. The hospital plan was for the patient to quit smoking and repeat an echo in six months. Per the instructions for use, valve regurgitation is a potential adverse event associated with the transcatheter pulmonic valve replacement (tavr) procedure. In this case, the root cause of the reported moderate to severe pulmonic regurgitation cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.